Event description:
It was reported that during implant when repositioning a lead there were problems locking the set screws. With normal electrical values, dft testing was done. Induced vf was not terminated even at maximum shock therapy. The physician decided to reposition the lead but had difficulty unlocking the set screws. When the physician tried to connect the lead again the setscrew did not work. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was tested on the bench. Both the atrial and ventricular set screws were found to be damaged. It is believed that the torque driver had not fully inserted in the set screws. When pressure was applied to tighten the set screws, the hex cavities became rounded. This is consistent with the reported field experience of a set screw issue. (B)(6).